Event description:
Report received of an over-delivery of dilaudid due to programming error. The patient was ordered to receive dilaudid 1mg/ml in the basal mode at 0.1mg/hour. Approximately four hours after the start of the infusion, the patient's family members described the patient as being "a little more zoned" than usual. The pump was checked and reported to be incorrectly programmed with a basal rate of 1.0mg/hour. There was no reported adverse event with the pt. No medical interventions were required. The pump was turned off for an unspecified amount of time, and then resumed with the correct basal rate programmed. The customer contact reported that the hospital policy, which requires two nurses to check all programming of pain management therapy, was not followed. Though requested, there was no further information available.